Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the needle broke and was lodged within the vertebral body due to cement hardening in and around the needle. Surgeon was unable to remove it and sent the patient to neurosurgery to cut down the needle to minimize patient impact. Neurosurgeon cut the needle at the level of the pedicle and patient did well during and post procedure. The portion of the needle that entered the pedicle and was positioned in the vertebral body had to be left behind as it was enclosed in cement and unable to dislodge.